Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic wedge resection, while transecting the lung, the stapler and the knife was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. The patient has no injury.